Event description:
The pt underwent a third order celiac artery catheterization and angiography, splenic artery distal and embolization of the splenic artery. Hemostasis was attempted using a starclose device which was introduced easily into position. However, its number three step jammed and and the release mechanism could not function. The device was removed and hemostasis was achieved using manual compression. Subsequently, the distal pulse was lost d/t and a left femoral artery injury occurred. This required surgical exploration and dissection of the left femoral artery. The pt received a saphenous vein graft, popliteal fossa exploration and thrombectomy. The dissection occurred at the time of the puncture or was most likely due to the malfunctioned starclose device.